Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. It was reported that the customer's blood glucose was 277mg/dl and the sensor glucose was 49mg/dl at the time of the incident. It was reported that this was a past event and sensor was already removed. The sensor will not be returned for analysis.